Manufacturer narrative:
Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one year ago, this pacemaker showed a battery status of one year remaining with a magnet rate of 100 paces per minute (ppm). During a recent follow up in clinic, the device showed a battery status of two years remaining with a magnet rate of 90ppm. Boston scientific technical services (ts) discussed longevity calculations in the device versus the programmer and to use the device magnet rate. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was explanted and replaced for battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.